Manufacturer narrative:
Block b5: updated with additional information received.

Event description:
It was reported that clinical study, a4082 scope study, patient imaging showed a fracture proximal to the wings of the superion indirect decompression superion spacer (spacer). No action was taken. Additional information received that imaging taken during a routine follow up confirmed there is no longer evidence of spinous process fracture.

Event description:
It was reported that clinical study, (B)(4) scope study, patient imaging showed a fracture proximal to the wings of the superion indirect decompression superion spacer (spacer). No action was taken.